Event description:
It was reported that surgeon revised pt's right knee due to loose components.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. This is the same pt/event as MFR.# 2249697-2012-02151.